Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: it was recommended that the front housing panel be replaced due to yellowing and it was recommended that the software be upgraded to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.